Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 3 months post implant of this 21mm bioprosthetic aortic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was reported as an increased velocity of 5.3 m/s as observed on echocardiography. It was also reported that the patient had decompensated. Approximately 2 years prior, echocardiography showed some leaflet thickening with a velocity of 2.8 m/s. No additional adverse patient effects were reported.